Event description:
It was reported that the customer was hospitalized. The cause of the hospitalization was unk, but it may have been due to a urinary tract infection. Verified that the basal rates were running. No further troubleshooting was conducted. Advised the caller to call back for troubleshooting and to give the cause of the hospitalization.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.